Event description:
Additional information was received by the manufacturer on 15-dec-2022 via email and attached to the complaint object. The reported event occurred during patient use. Patient identifier information has been received and updated into the file.

Manufacturer narrative:
Other, other text: a2: age at time of event: updated with additional information received. A3: sex: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Lot/serial number not provided.

Event description:
It was reported that the pump exhibited high pressure alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.